Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On 10/27/2025, it was reported that the patient was awakened by an alarm on her cgm indicating an urgent low glucose alert without a specific value. She felt dizzy and, without checking her blood glucose via fingerstick , she drank orange juice before returning to sleep. Later, she was again awakened by another urgent low alarm and consumed more orange juice. Despite this, she continued to experience frequent urination and noticed that her cgm still displayed an urgent low alert. She then checked her blood glucose with a fingerstick, which read 587 mg/dl, while the cgm continued to show urgent low with no numeric value. The patient removed her cgm sensor, administered 10 units of humalog by injection, and was transported to the hospital by her sister. At the emergency room (ER), her blood glucose was 562 mg/dl. She was treated with insulin drip and received IV fluids with magnesium, potassium, sodium, and saline. She remained hospitalized overnight. At the time of discharge, her blood glucose was 91 mg/dl, and she reported feeling much better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. At the ER, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 additional information. H6 investigation conclusion - additional.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device. The sensor was inserted into the abdomen on (B)(6) 2025. On 10/27/2025, it was reported that the patient was awakened by an alarm on her cgm indicating an urgent low glucose alert without a specific value. She felt dizzy and, without checking her blood glucose via fingerstick, she drank orange juice before returning to sleep. Later, she was again awakened by another urgent low alarm and consumed more orange juice. Despite this, she continued to experience frequent urination and noticed that her cgm still displayed an urgent low alert. She then checked her blood glucose with a fingerstick, which read 587 mg/dl, while the cgm continued to show urgent low with no numeric value. The patient removed her cgm sensor, administered 10 units of humalog by injection, and was transported to the hospital by her sister. At the emergency room (ER), her blood glucose was 562 mg/dl. She was treated with insulin drip and received IV fluids with magnesium, potassium, sodium, and saline. She remained hospitalized overnight. At the time of discharge, her blood glucose was 91 mg/dl, and she reported feeling much better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. At the ER, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.